Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had reached normal elective replacement indicator (eri). Follow up with the sales representative determined that the ipg experienced early battery depletion due to the right ventricular (rv) lead's chronic high thresholds. It was also reported that the rv lead was experiencing chronic high thresholds that required intervention. The ipg was explanted and replaced and the rv lead was capped and replaced during the same procedure. No patient complications have been reported as a result of this event.